Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. It was reported that the catheter was found to be occluded during a dye study. The catheter was replaced on (B)(6) 2015, and the issue resolved after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid , concentration not reported at "0.045 per hour" via an implantable pump. The indication for use was non-malignant pain. The patient stated the reason they had the pump was due to "a bad back surgery". In (B)(6) the patient started to feel tension, hurting in the low back and pelvis and couldn't stand straight. The patient also had osteoporosis. Per the patient they tried to increase the dose and it didn't help. A dye study was done and found that the catheter "is not in the right place" and "obviously wasn't getting medication to the spine". The patient stated that a possible cause for this could be falling that the patient had due to taking xanax before (B)(6). Per the patient the falling has resolved since taking an "antibiotic". The patient was to have the catheter revised and had an appointment to see the physician on (B)(6) 2015. Interventions, the cause of the catheter issue, and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.